Event description:
According to the hospital, the needle broke off about half way in, while being inserted into the pt's hand. The original device along with an additional 650 needles are being evaluated - becton dickinson quality control dept. Has been contacted.